Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyze had a bloody leak from the left side diluter on the counter. Customer reported that the leak was not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the worn flow cell sample tubing was cut. The fse replaced the worn flowcell sample tubing. The fse verified the repair and validated the system.

Manufacturer narrative:
(B)(4).